Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had frequent iab leak alarms (helium loss error). The iabp was switched without issue and tagged for the hospital's biomedical engineer to look at it. There was no patient harm or injury reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found the pneumatic module had a small leak. The module was replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had frequent iab leak alarms (helium loss error). The iabp was switched without issue and tagged for the hospital's biomedical engineer to look at it. There was no patient harm or injury reported.